Event description:
It was reported to medtronic neurosurgery that the valve adjusted its pressure settings by itself, allegedly without magnets. The valve was explanted.

Manufacturer narrative:
The product has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All our valves are 100% tested at the time of MFR. No injury to the pt was reported.